Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after received high voltage therapy. Upon review, the right ventricular lead exhibited lead noise which resulted in inappropriate high voltage therapies. On (B)(6) 2018, the lead was capped. During the procedure, the patient¿s left subclavian vein was noted to be blocked so a new system was implanted on the patient's right side. The patient was stable throughout and after the procedure.